Event description:
The customer had received a blood glucose reading of 140mg/dl on the contour meter. She was not feeling well and was taken to the hospital. Her blood glucose was tested again and the reading was 700mg/dl. The customer had seizures, was intubated and given 10mg of versed. She was in the intensive care unit for four days.the customer is expected to return her test strips for evaluation. Only the meter information was provided.she was sent a new meter and test strips.